Event description:
It was reported that customer was having issues with his insulin pump. His blood glucose is 9.7 mmol/l. Customer's device is alarming. He is unable to exit the preparing to prime loop. Customer also said he lost his belt clip, so the device was dropped once prior to the alarm. The drive support cap appeared normal. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. He was advised the possible cause of the alarm was that during seating the force sensor did not detect the reservoir. Nothing further reported.

Manufacturer narrative:
Pump unable to prime during the prime/a33 test due to protruded/loose drive support disk. No a33 alarm noted. Unit had scratched display window, cracked display window corner, and cracked reservoir tube lip.